Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no injuries were reported" (no consequences or impact to pt). Product problems(s): "anterior chamber shallowing" (device operates differently than expected). A surgeon noted on 6 cases that the anterior chamber shallowed and the system was rebooted twice for each case. No injuries were reported.